Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the pink slide did move forward as intended, but when pod was removed, the cannula was not inserted into the skin. The cannula was found to be laying flat against the pod.